Event description:
Medtronic received information that a transcatheter bioprosthetic aortic valve was implanted into a failed edwards perimount due to severe aortic insufficiency. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)